Event description:
Revision surgery was scheduled using the blueprint planning feature. The primary implants were tornier perform reverse implants; however, implant details and the original surgery date are unknown and will be deferred to the appropriate contact. The revision was planned due to a loose baseplate with two broken peripheral screws, with the baseplate noted to be shifted superiorly. The patient reported a fall approximately one year prior; shoulder pain was present before the fall but worsened afterward. The patient also reported an additional fall later, with no further increase in pain. A prior chest CT showed broken baseplate screws, suggesting the screw breakage may have occurred before the reported falls.

Manufacturer narrative:
Additional information has been requested and, if received, will be provided in a supplemental report.